Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The retaining (iunihg) screw used to fit the abutment into the implant was not returned for evaluation. Evaluation of the complaint was done through the mating abutment (eda) and analysis of the production records. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. It was reported that the iunihg screw loosened in the patient's mouth. Based on evaluation the available information, the complaint could not be verified. A root cause for this complaint could not be determined. Expiration date, UDI: (B)(4). Device evaluated by manufacturer: change 'no' to 'yes'.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the iunihg screw loosened in the patient's mouth.